Event description:
The customer reported that a heart rate alarm did not alarm as expected. The device was in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a heart rate alarm did not alarm as expected. No adverse event was reported.